Event description:
The customer reported that the ventilator backup battery would not charge and failed testing. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the device battery charge led was flashing and beeping. The biomedical engineer reported the ventilator was unplugged from ac power and plugged back in and it has been working without problem since that action was taken. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.